Event description:
Reportedly the ventilator did not give fio2 more than 30% even if set fio2 is at 100%. It was concluded that the air oxygen mixer is not working. Reportedly serious injury was averted by transferring the patient to another ventilator. No further status or details provided by the customer regarding this event.